Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found one case screw was contaminated. (B)(4).

Event description:
It was reported both atrial and ventricular plastic ports are broken. It was indicated the battery contacts need replacement. The device was returned for repair. There was no patient involvement.